Manufacturer narrative:
The technician found that the left caregiver switch package had a stuck head up button. The technician replaced the left caregiver control switch package to resolve the issue. Based on this information, no further action is required.

Event description:
The account reported that the head up function on the bed had a phantom movement. The bed was located in bed storage at the facility. There was no patient/user injury reported. This report was field in our complaint handling system as complaint # (B)(4).